Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis pt has reported on the 2nd drain the machine states the tubing is blocked. It was learned on (B)(6) 2011 that he was diagnosed with peritonitis. In speaking with the nurse, she could not report any problem on the tubing set; however, did report difficulty with connection and that the peritonitis was a contamination issue, he broke aseptic technique. She did report that the reason the pt could not drain was due to fibrin blockage. The pt was admitted to the hospital on (B)(6) 2011 and was discharged to home on (B)(6) 2011. Currently, this pt continues using this product for continuation of this dialysis with no report of further incidence. No sample has been received for product eval.